Event description:
The catheter was placed 11/96. Some time after that, catheter got a hole near the hub. Catheter repaired & in use until 4/97, when a hole developed externally near the exit site. The catheter was removed.